Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report could not be determined.

Event description:
A customer contacted baxter's technical services center regarding a system error (se) 2240 (air in line) alarm that appeared on the home choice (hc) display during dwell 2. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting to clear the alarm, and advised to start over with new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the home patient (hp) regarding the reported issue, it was stated that this was an isolated event and the hp did not develop any adverse reactions or require any medical intervention. The hp stated that after starting over with new supplies no further issues were found. No further information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.